Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that insulin pump had motor position encoder error and reservoir had leak. Customer¿s blood glucose was 145 mg/dl at the time of incident. Drive support cap was normal. Customer states that location of the leak was at the past 1st o ring. Customer states that insulin pump had unexpected restart. A cold reset was performed error. Customer states that reservoir had no air bubble. The insulin pump will be and reservoir will not be returned for analysis.